Event description:
Customer stated the switch sparked and smoked.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Upon further inspection it was found that the defect could not have been caused by user misuse.